Event description:
Pump received as replacement for another pump - #5, generated no delivery error at 2:30 am. Pump received 2 days before at 10:00 am. Reported problem to minimed at 800 number. Ran tests and confirmed device failure. Note: pump was left on and warning alarm and warning vibration had stopped. Device indicated it was normally functional. Attempted bolus of 1.5 units to test delivery - disconnected from pt. Pump indicated it was delivering insulin - though slowly - no insulin appeared at end of tubing. Tubing was full at time of test. This was a failure of the built-in safeguards potentailly leading a user to believe they were receiving insulin to lower blood sugars. Note: local minimed rep indicated there was a "known defective chip" but in "insufficient quantities to warrant a recall." Sales rep received permission to upgrade pts to model 512 for no cost if they experienced two device failures of the 511. Also, local rep ignored calls regarding problems from 3 days before - relating to pump #4 in previous report.